Manufacturer narrative:
Internal file number: (B)(4). The product was not returned to abbott vascular for analysis. It should be noted that the hi-torque guide wires instructions for use (IFU), states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, the reported IFU violation pulled against resistance does not appear to have caused or contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is an indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. (B)(4). The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and non-calcified lesion in the circumflex coronary artery. An ht bmw universal ii guide wire was advanced without resistance. An unspecified balloon dilatation catheter (bdc) was then advanced without reported issue to perform pre-dilatation. After pre-dilatation was performed, the bdc was attempted to be pulled back; however, resistance was noted between the bdc and guide wire during removal and force was applied. The guide wire felt rough and had separated into two pieces at the distal end within the bdc. Both the bdc and guide wire were removed as a single unit. It was confirmed that no pieces of the guide wire were lost or left in the patient anatomy. A new ht bmw universal ii guide wire was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.